Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age or date of birth: requested, not provided due to hospital policy. A3a: sex:requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: requested, not provided due to hospital policy. A6: race: requested, not provided due to hospital policy. D6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: tech the actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: upon completion of the left heart cath, the technician applied the tr band and inflated it to 18ml's. The tr band deflated immediately after inflation. They were unable to identify where the air was leaking from. There was not any noticeable damage to the device and device was not manipulated in any way. Device was stored in package on shelf. Hemostasis was achieved with a second tr band. The patient was stable (good), and the blood loss was less than 250cc. No equipment or other devices were used with the tr band.